Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was not turning on due to defective aio. A field service engineer (fse) replaced aio (all in one) and rebooted successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user encountered an american megatrends screen before it disappeared. After this, they were unable to power the cabinet back on. The customer stated that when attempted to power on the all-in-one using the button beneath the monitor, the device lighted up for a second and then immediately shuts down. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.